Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain three of four of peritoneal dialysis therapy. The patient was connected. Nothing was found during troubleshooting was that would cause or contribute to the alarm. The technical service representative assisted the patient in clearing the alarm and assisted the patient in ending therapy. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.